Manufacturer narrative:
Evaluation: the product was not returned to datascope for evaluation. The item was discarded by the hospital.

Event description:
Event complications: none from the event - reported 8/1/96. Patient's current status: unk - reported 8/1/96.